Manufacturer narrative:
The company service representative examined the system and did not find the system message reported in the event log. There were other system messages found in the event log. The system was turned on and the company service representative detected a burning odor and found the lpa illuminator control was burned. The part was replaced and sent for in house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)

Event description:
The customer reported smoke was noted from the system message displaying, when the system was switched on before surgery. The surgery was completed with another system. No patient injury was reported.